Event description:
On september 8, 2006, the lay-user/reporter contacted lifescan alleging that a one touch ultrasmart meter was reading inaccurately erratic. The medical affairs specialist (mas) spoke to the patient on september 15, 2006, to obtain/verify information. The patient felt as though the meter was occasionally giving inaccurate readings. For example, sixteen days later, the patient performed two blood glucose tests within a minute apart from each other and got results of "218 and 68 mg/dl". The following month, the patient performed two more tests within three minutes of each other and got readings of "299 and 135 mg/dl". Based on statistical methodology, the calculated differences of the glucose results exceed the expected value of <=20%and /or <=20 mg/dl. One week after the original date, the patient had gotten a reading of "153 mg/dl" in the morning around 11:27 am. It is not known if the patient took a dose of sliding-scale "novolog 70/30" insulin based on the reading. The patient admitted to eating breakfast and lunch on the day. Around 5:02 pm, the patient got a reading of "326 mg/dl" on the meter and took 12-15 units of the sliding-scale insulin. An unknown time later that same day, the patient started feeling shaky and disoriented. He did not have the meter with him a the time. The patient administered self-care by drinking 2 1/2 sodas and eating peanut butter with crackers. Soon after, the patient suffered a seizure and the paramedics were called. The paramedics obtained a blood glucose result of "74 mg/dl" from the patient using an unidentified device. He was treated with an injection to raise his blood glucose. The patient was taken to a hospital and stayed there for 4 hours. In the hospital, the patient obtained a reading of 120-130 mg/dl using an unknown medical device. He was not given any additional treatment other than having a CT scan performed. The patient's doctor informed him that the brain scan might have revealed multiple "mini-strokes." The patient does not have a history of seizures. He was taking his metformin and actos medications as prescribed during the time of concern. The patient ran a control solution test on the meter that passed. The patient was using a correct technique for testing on the meter and cleaning his puncture sites. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient alleged the meter was reading inaccurately. He developed symptoms and had a seizure after a dose of sliding-scale insulin based on the meter's result. The meter also did not meet lifescan criteria for precision testing on two occasions.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evauation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in supplemental report.